Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 472 mg/dl. The sensor glucose value was 220 mg/dl. The difference between sensor glucose value and blood glucose value was 252. Insulin delivery was not suspended due to sensor glucose values. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set, ozp-mmt-7020-snsr.